Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during pre-implant preparation. Initial magnet placement over the device produced a single beep tone, however, subsequent placement of a magnet produced no beeping tones. Various troubleshooting steps were performed and were unsuccessful. The device was never used and was returned. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual examination identified no anomalies. The device was unable to be successfully interrogated. The device case was opened to facilitate inspection and testing of the internal components. Internal visual examination identified no anomalies. The measured battery voltage was less than expected. Despite multiple attempts, this device could not be communicated with. Detailed analysis was unable to determine the root cause of the inability to detect or connect to this device. Additionally, analysis did not identify the root cause of the identified lower-than-expected battery voltage.